Manufacturer narrative:
Sections with additional information as of 11-apr-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 413, 360 and 324 mg/dl. Customer was also comparing results to another device. The customer's expected fasting blood glucose test result range is 200-300 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 03/15/2024 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 290 mg/dl, date: (B)(6) 2021, time: 7:48am, fasting. Result 2: 413 mg/dl, date: (B)(6) 2021, time: 7:46am, fasting. Result 3: 360 mg/dl, date: (B)(6) 2021, time: 7:44am, fasting. Result 4: 324 mg/dl, date: (B)(6) 2021, time: unknown, unknown. Result 5: 200 mg/dl, date: (B)(6) 2021, time: 6:37am, fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was not returned for evaluation. Test strips were returned-reported defect not reproduced on returned strips. Product evaluation has been completed and most likely underlying root cause selected. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system note: manufacturer contacted customer in a follow-up call on 03-mar-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.